Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the red light came on when battery device was inserted. During evaluation, it was determined that the device would not charge the battery devices because the current software did not support it. It was determined that the device required a software upgrade. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a software upgrade. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that when the battery device was placed in the bay of the universal battery charger device, a red error light came on the universal battery charger device. It was reported that the device had software version 11. During in-house engineering evaluation, it was discovered that device would not charge the battery devices. The event was related to surgery. The report stated that the event occurred upon opening on arrival of the device. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.